Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency and an unexpected suspension at a low sensor glucose limit due to the difference between the sensor and blood glucose levels. The customer reported a blood glucose value of 217 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer stated that the reason for the high blood glucose level was the difference between sensor glucose and blood glucose, which was resolved by continuing to utilize the pump-resume basal. The event involved product(s) mmt-1884, unomedical, mmt-7040a, and mmt-332a. Troubleshooting was performed, and the customer noticed a difference between the sensor and blood glucose levels. Sensor glucose and blood glucose levels were within the desired range of difference. Insulin administration has been suspended due to a glucose differential between sensor glucose and blood glucose. The sensor glucose concentration of 157 mg/dl prompted the suspension, although the sensor's low limit was 70 mg/dl. The blood glucose level linked with the triggered suspend event was 217 mg/dl, above the desired glucose differential. Explained that the sensor appeared to respond to glucose fluctuations. The customer reported elevated blood glucose levels. No further customer complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.